Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was found in the cassette sheeting of four (4) amia cassettes. This was noted during laboratory testing. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. A visual inspection was performed, and it was noted that there were cuts in the cassette sheeting on all samples and warpage to three (3) of the cassettes. Functional testing was also performed, and it was determined that there were cuts in cassette sheeting during leak testing. The reported issue was verified. The cause of the condition was determined to be manufacturing related. It is possible that the cuts in the sheeting may have occurred at some stage during production, and the warped cassettes may have occurred during packaging or sterilization stage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.